Manufacturer narrative:
Associated cartridge and handpiece were not provided. It is unknown if qualified products were used. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. Information was provided that the event was related to "a handling issue" based on the information provided, the event does not appear to be related to the product. Associated cartridge and handpiece were not provided. The instruction for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information is received. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating it was an handling issue.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
An other health care professional reported during the intraocular lens implantation lens was defective during use. Additional information has been requested.